Manufacturer narrative:
The explanted device was given to the patient. The explanted lead was expected to be returned for disposal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system presented to the hospital with an infection at the device pocket wound. The cause of the infection was not determined. The patient was hospitalized and the system was explanted the following week. No additional adverse patient effects were reported.